Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was charged. There were repairs made to the device. Additional findings not related to the malfunction/issue was over-use of the handle o-ring.